Event description:
During hemodialysis in 2006, patient developed chest pain and severe dyspnea. Lab samples were hemolyzed. Treatment was discontinued and the patient was hospitalized. Patient was comatose for 9 days when he expired. The cause of death is unknown. Several attempts to obtain additional clinical information were made, but the physician was unwilling to provide any additional information. Information insufficient to determine if the symptoms were due to hemolysis or a cardiac event.

Manufacturer narrative:
No information regarding lot numbers of the dialyzer, blood lines, cartridge, or serial number of the machine was obtained despite several requests. A failure investigation could not be performed.